Event description:
It was reported that during a thyroidectomy using the nerve monitoring system there was no response to direct nerve stimulation. The system was switched out with another nerve monitoring system and the procedure was completed without incident. There was no patient injury. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and the product evaluation is currently underway. Device indications: this device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. Precautions: be aware of external sources that may induce muting including cellular phones, diathermy, electro-cautery used in adjacent operating rooms, or other sources of electromagnetic interference. Medical electrical equipment needs special precautions regarding emc and needs to be installed and put into service according to the emc information provided in this guide. Any blank fields in this report are the result of information not being provided by the complainant or the user facility. This product is used for treatment purposes.

Manufacturer narrative:
The product was returned to the manufacturer and evaluated by service and repair and a quality engineer. Analysis identified that the interface cable was shorted. The cable was replaced and the unit received preventative maintenance and tested to specs. The device was returned to the customer. (B)(4).